Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the treatment of posterior cerebral artery aneurysm the subject coil prematurely detached in the catheter and was removed using a snare. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.

Event description:
It was reported that during the treatment of posterior cerebral artery aneurysm the subject coil prematurely detached in the catheter and was removed using a snare. The subject device was replaced, and the procedure was completed successfully. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The returned product was confirmed to be the product reported in the complaint. During visual inspection, the coil was found detached and kinked with delivery wire and introducer sheath not returned. The functional inspection could not be performed as the coil was returned detached. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported event was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information clarified that the device was prepared as per the dfu and that continuous flush was set up and maintained throughout the clinical procedure. The main coil was returned for analysis in the detached state and was also found to be kinked confirming the reported event. The coil delivery wire and introducer sheath were not returned for device analysis. This complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to both as reported event main coil prematurely detached/separated during use and the as analyzed events main coil kinked/bent and main coil prematurely detached/separated during use.